Manufacturer narrative:
It was reported that a patient underwent a sling procedure on an unknown date. The patient concurrently had a cystoscopy-nad. The tape was placed too tightly and the patient experienced vaginal/obturator pain. The patient underwent a re-operation on (B)(6) 2012 to release the tape. The tape was cut laterally. Additional information was requested.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The tape was placed too tightly and the patient experienced vaginal/obturator pain. The patient underwent a re-operation on (B)(6) 2012 to release the tape. The tape was cut laterally. Additional information was requested.

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.